Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Sample availability and the lot number is unknown at this time. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice(hc) device during dwell initial drain. The homepatient (hp) stated that he did not open the clamp on the patient line extension during the prime and now the line has air in it. The technical service representative (tsr) assisted with ending therapy to restart with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause is a closed clamp on the patient line extension. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the low drain volume alarms is in progress through (B)(4).

Event description:
During a follow up phone call by product surveillance to the nurse regarding air in line and use error, it was revealed that the hp is doing fine. The nurse added there was no injuries. Per nurse, hp is aware of the proper procedures and is continuing therapy. No further information was provided.